Manufacturer narrative:
Occupation is patient/consumer. The customer stated there was no debris or corrosion in the battery compartment or under the strip guide area. The meter was requested for investigation.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The meter was flashing "888". The "8"s would not go off the display screen and they kept flashing. The customer changed the batteries and then the meter would not turn on. No segments were missing from the "8s" but they were flashing and not stable.

Manufacturer narrative:
The meter was received for investigation. No flashing or weak segments were observed on the meter display. The circuit board showed no contamination that would lead to the customer's allegation. The investigation observed a single e 855 error in the memory of the device. This error is a temporary error in the clock generator.